Event description:
A pharmacy representative called alleging that a fasttake meter had a "y" issue, in addition the meter was set to mmol/l versus mg/dl (the standard unit of measurement in germany). The readings reported were 2y.4, hi, 1y.8 and 2y.2 mmol/l, interpreted as 294 mg/dl, hi, 198 mg/dl and 292 mg/dl. Although there was no allegation of harm, customer thought something was wrong with the meter and went to doctor's office for a blood test. The doctor obtained a result of 500 mg/dl. The customer took the meter back to the pharmacy for replacement. No further information has been reported.